Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the anterior side of the post. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown and conditions of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the provisional fractured during the sterilization process.